Manufacturer narrative:
D6: date device returned to manufacturer added.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Corrected/updated h3 the device evaluated by manufacturer. Upon review, it was identified that the product problem (b1) was inadvertently omitted in error from initial and has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the difficult to advance is due to the patients condition as there was resistance noted at the point of calcification in the artery. The cause of the fluid leak - red or blue handle/minor bleed is due to a material puncture/hole in the catheter likely from an unintended user error which allowed for blood ingress into the red pump plug and leak out the side.

Event description:
An 80-year-old male patient underwent a planned high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a. A impella cp was used following the aborted impella 5.5 due to failure to advance. During advancement of the cp pump, resistance was encountered at an area of known vessel calcification. Despite this resistance, the pump was successfully positioned, activated, and initially functioned as intended. Shortly after placement, the scrub technician observed continuous bleeding from the red purge plug. The decision was made to explant the impella cp. Upon removal, visual inspection of the catheter revealed multiple small holes and cuts along the catheter shaft. The device was removed due to the observed damage and bleeding. Excessive force was reported during advancement, and vessel calcification was identified as a contributing factor. The reported damage to the impella cp catheter, characterized by holes/cuts and bleeding from the red plug, most likely occurred during delivery through a calcified axillary artery with reported resistance and excessive force. The event is consistent with procedural and anatomical challenges rather than a device malfunction. The bleeding is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. The device was removed as a precaution, and the patient survived without documented patient harm.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.